Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and discovered that the o-ring at the connection between the cart side and the device side was broken. To fix the issue, the fse replaced the o-ring, buna-n-008 n70. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the helium made a noise during the cardiosave intra-aortic balloon pump (iabp) new introduction study session. There was no patient involvement, and no adverse event reported.

Event description:
N/a.